Event description:
On (B)(6) 2016, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in 2020, a follow-up exam revealed that the aneurysm was approximately 60mm. On an unknown date in (B)(6), 2023, it was observed that the aneurysm was enlarged to approximately 62mm and the right common iliac artery where the distal of the right leg was dilated. A distal type I endoleak from the right leg was suspected. On (B)(6) 2023, a reintervention was performed. The right common iliac artery where the distal of the right leg was dilated to about 24mm and the distal type I endoleak from the right leg was observed. The right internal iliac artery was coil embolized as planned, then a gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis) was implanted to the right external iliac artery from the initial right leg. It was reported that the left common iliac artery was also dilated (amount unknown), but no treatment was performed for it at that time. The patient was tolerated the procedure. Reportedly, the physician suspected a type ii endoleak might have been occurred as well, as about 7 years passed since the gore® excluder® aaa endoprostheses were implanted.

Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. H6: code e2402: on an unknown date in (B)(6) 2023, it was observed that the aneurysm was enlarged to approximately 62mm and the right common iliac artery where the distal of the right leg was dilated. H6: investigations finding code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Per IFU users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.